Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the user interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that all buttons on their device except the power button were not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.